Event description:
It was reported that a double beep with cassette was experienced.

Manufacturer narrative:
No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. High pressure error was found in event history log. Customer problem was not duplicated during investigation. Found high pressure message in the event history log causing the double beep - cassette attached. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue:replace downstream sensor.

Manufacturer narrative:
Additional information received on 11-jul-2022 via email and attached to complaint object: these issues occurred during testing and the event date is unknown. Event problem and evaluation codes: updated.